Manufacturer narrative:
The pump was received with currents in spec. The pump was unable to prime during the prime test and motor error alarmed during basic occlusion test due to loose and or protruded drive support disk. The motor passed motor test. There were minor scratches to lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer's pump alarmed for motor error alarm. The customer's blood glucose level was 273mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.